Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: received t1 from customer, with a note inside, "device had "ventilation failure" that came on screen and would not work" . No further information received and we were, so far, not able to reproduce the issue. No health consequences or impact.